Manufacturer narrative:
(B)(4), 2013, a non-destructive examination was requested to determine the cause of failure. Add'l info provided with the evidence states that the insured had stored the toothbrush under a sink. The toothbrush was not charging or energized when the toothbrush ignited. The insured states that they received the toothbrush as a gift in (B)(6) 2011, and that the toothbrush had not been used in over a year. (B)(6) 2014, upon review of the analysis that (B)(6) insurance submitted, electronics engineers state the following: if the handle had not been used for over a year (as stated in the report), the self-discharge of the battery and sleep current of the system would greatly reduce the energy available from the battery. This battery would have been dead at that time and incapable of causing this electrically. If there was a chemical issue, the battery would be the only source there also, and it was undamaged according to the report. The report incorrectly identifies the stator as the 'charging element.' The report states that the source of the heat originated from 'behind the power button' but the back side of the pwb (behind the power button) is not charred.

Event description:
(B)(6) 2013, (B)(6) claims: the electric toothbrush and toothbrush charging station (charger) were reported to fail and cause a fire and property damage at the insured's home.